Event description:
It was reported a routine angiography revealed a normal coronary arteries and a 6f angio-seal device was deployed in the common femoral artery. There were no reported complications to the patient and hemostatsis was achieved. The patient was discharged home without complications. Three weeks later, the patient experienced claudication (pain) in the right leg. A right groin angiography was performed. The vascular surgeon found slow blood flow in the puncture site and angioplasty of the common femoral artery was performed. Reportedly, the patient was recovering.